Event description:
Healthcare professional reported left side capsular contracture, baker grade iii//IV. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation observed. Red and yellow particles on the surface of the shell. Additional, changed, and/or corrected data: a2, a6, b5, b6, h6.

Event description:
Healthcare professional also reported left cyst which is non device related.